Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown femoral component. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that 'this pi is for the revision on (B)(6) 2022. As per pss implant request case: left side. History of trauma 30 plus yrs ago - revision to hinge gmrs / distal femur. On (B)(6) 2018 required revision of the cemented femoral component for loosening on (B)(6) 2022 now femoral component loose again (pi) - bloods normal. Remove cemented femoral gmrs and revise to custom. ' the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This report is for the revision on (B)(6) 2022. As per pss implant request case: left side. History of trauma 30 plus yrs ago - revision to hinge gmrs / distal femur. On (B)(6) 2018, required revision of the cemented femoral component for loosening on (B)(6) 2022 now femoral component loose again. (Pi) - bloods normal. Remove cemented femoral gmrs and revise to custom.